Event description:
The facility biomedical engineering department reported the pump turned itself on during testing. Info was not known whether or not the reported situation had occurred during pt use. No pt injury has been reported although attempts were made to obtain additional info from the reporting facility, details were not available regarding medical intervention, age of pt, medication involved or the set up of the infusion device.